Event description:
The customer reported that the monitor froze up while in use on a patient. No patient harm was reported. This is being considered reportable because during a screen freeze, real time monitoring has stopped. Alarms may not be sounded if they occur. The clinician might be treating on old information. The patient's true condition may not be reported. If the patient condition were deteriorating, there is potential for serious injury.

Manufacturer narrative:
(B)(4). The customer reported that the monitor froze up while in use on a patient. No patient harm was reported. The solutions center (sc) technical support engineer (tse) provided troubleshooting assistance via telephone. The suresigns product support engineer (pse) confirmed that the reported malfunction was consistent with the issue investigated and opened to address reports of vs2+ monitor screen freezes. A field safety notice fsn86201420a and field change order (B)(4) were issued to address the reported issue. The FDA was notified of this field action by philips healthcare on 01/10/2013. A new software revision was released per (B)(4). The monitor remains at the customer site. No further investigation is warranted. No further communication was requested or is warranted.